Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Tachycardia/asystole/arrhythmia : the cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed.

Event description:
The use facility reported a patient was placed onto impella support for coronary artery bypass graft. While on support, the patient went into ventricular tachycardia rhythm and became asystole with flat motor current requiring cardiopulmonary resuscitation. The pump was repositioned in the catheterization lab. This resolved the premature ventricular contractions/ventricular tachycardia episodes. A temporary pacemaker was put in at the rate of 80.